Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve operates within the accepted tolerance in the vertical position. Internal inspection: after dismantling of the valve, deposits were found in shuntassistant. Results: for the sake of thoroughness and transparency, we would like to point out that an adjustment test and permeability test was already carried out after the revision at the hospital. Based on our investigation results, we can detect deposits. At the time of the investigation, the deposits do not impact the technical properties of the shuntassistant. We are unable to determine how the functional impairment occurred at the time of the investigation. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a shunt assistant (part # fv252t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be operating in overdrainage. The patient underwent a revision procedure on an unknown date. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 11 years. Height: 140 centimeters (cm). Weight: 36,9 kilograms (kg). Gender: male. Same event as medwatch-no. 3004721439-2022-00146.